Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no motor movement or negligible movement error. The customer's blood glucose level was 149 mg/dl. The customer was assisted in troubleshooting for the no motor movement or negligible movement error. The customer reported that he was able to clear the alarm; however, was not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement or negligible movement. Retries to free a stuck motor failed error noted during testing. The motor was tested outside of the device and passed. (B)(4).